Manufacturer narrative:
(B)(4). Approximate date of event is on an unreported date, "several days ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was discontinued, and the patient switched to hemodialysis therapy. The patient recovered from the event on an unspecified date in the same month that this report was received. No additional information is available.